Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was having back pain for about four days and was barely getting out of bed. At first they didn't really think much of it, but then they started to have vaginal bleeding, and it couldn't have been menstrual bleeding. After reading a bit online, they found a suggestion to try and turn off the ins to see if that made a difference and indeed the bleeding stopped afterwards. Since it seemed to imply the pain and the bleeding relates to the ins they had been trying to get in touch with hospital. Additional information was received from a manufacturer representative (rep). The rep reported that the patient is getting a full device replacement today.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the device was explanted on (B)(6) 2025 and a new device was inserted (B)(6) 2026. When asked if the issue has been resolved, the rep indicated that they are "awaiting next patient appointment." The patient's device was intended to treat fecal incontinence.